Manufacturer narrative:
G2 - country of origin - taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having l5-s1 transforaminal lumbar interbody fusion (tlif) surgery. It was reported that the cages were broken. After the surgeon inserted the trail and chose the appropriate size of implant, he inserted the implant and tried to expand the cage. He checked the c-arm and saw the implanted was broken then he removed the implant and replaced the new one. And the same situation occurred. He tried to insert the third implant and succeed. He finally finished the surgery. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part#: 8880928; lot#: 0770858w visual and optical inspection revealed both tabs/ears of the implant have broken. There is some wear present on the nose and ribs of the implant. The damage to the implant is consistent with overload during the insertion and expandable process of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.